Event description:
It was reported via legal documents-the patient had an initial right knee total arthroplasty on (B)(6) 2017, then approximately 5 years, 11 months later had a right knee surgical revision. Revision operative report on (B)(6) 2023: postoperative diagnosis-failed right total knee polyethylene due to premature poly wear, osteolysis of both the femoral and tibial components with loose femoral and tibial components. Operative findings-there was found to be a clean wound with clear synovial joint fluid. There was a severe amount of wear of the polyethylene tibial insert. There was found to be a loose femoral component from the cement mantle with no cement adherent to the backs side of the femoral component and there was a partially loose tibial component due to osteolysis. There was a 10 ml defect of the medial femoral condyle that was filled with putty. Fully cemented stems of the components were utilized. The patella was found to be well fixed to the bone and was retained. Compression wrap from toes to thigh was placed. The patient was awakened and transferred to recovery in stable condition. There were no complications. No additional information is available.

Manufacturer narrative:
Additional/updated information: h6: health effect - clinical code & medical device problem code. D10-concomitants: 4559459 02-010-01-0350 - logic femoral ps cem right sz 5 4637131 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t 4698659 200-02-38 - three peg patella 38mm 4683585 204-34-02 - fluted stem extension 25l x 14 mm 4743298 204-70-00 - tibial stem ext. Screw. These devices are used for treatment not diagnosis. Pending investigation.

Manufacturer narrative:
1038671-2024-04494. 1038671-2024-04493. Recall number: z-0021-2022 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04494, 1038671-2024-04493. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g1, h6 the following sections were corrected: g1, h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, tibial loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation a patient had knee revision surgery on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.